Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a .035 fixed-core (fc) j-curve 3mm x 260cm tef emerald diagnostic guidewire slid into the left ventricle during a pericardiocentesis. The patient had undergone open ventricular septal defect repair, tricuspid valvuloplasty, right ventricular outflow tract unblocking, and guidewire removal for hemostasis and other treatments. Prior to the procedure, the patient underwent a ventricular septal defect occlusion and had a cardiac ultrasound that suggested the presence of a pericardial effusion and mild tricuspid valve closure insufficiency. The device will be returned for evaluation.

Event description:
As reported, a .035 fixed-core (fc) j-curve 3mm x 260cm tef emerald diagnostic guidewire slid into the left ventricle during a pericardiocentesis. The patient had undergone open ventricular septal defect repair, tricuspid valvuloplasty, right ventricular outflow tract unblocking, and guidewire removal for hemostasis and other treatments. Prior to the procedure, the patient underwent a ventricular septal defect occlusion and had a cardiac ultrasound that suggested the presence of a pericardial effusion and mild tricuspid valve closure insufficiency. The device was not returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h2, h3, h6, and h10 complaint conclusion: as reported, a .035 fixed-core (fc) j-curve 3mm x 260cm tef emerald diagnostic guidewire slid into the left ventricle during a pericardiocentesis. The patient had undergone open ventricular septal defect repair, tricuspid valvuloplasty, right ventricular outflow tract unblocking, and guidewire removal for hemostasis and other treatments. Prior to the procedure, the patient underwent a ventricular septal defect occlusion and had a cardiac ultrasound that suggested the presence of a pericardial effusion and mild tricuspid valve closure insufficiency. The product was not returned for analysis. A product history record (phr) review of lot 35266058 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿guidewire-fractured/separated¿ could not be confirmed. Procedural/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter and guidewire. Caution: when the guidewire is in a vessel, do not advance the movable core if the tip is in a curved shape. Never twist or force the core because excessive force may cause it to penetrate the coil and damage the vessel.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.